Event description:
It was reported that during an unk procedure, the device cracked and staples came out before firing. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with no damage to the reload lock out spring. The returned device was found to be non functional, as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample batch is inspected. Complaint info is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.